Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a shorted wire in the cable connecting the distribution node (dn) to the rear therapy electrode (te). The cause of the test failure is the shorted wire. The root cause of the shorted wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt failed incoming testing. The pt was issued a replacement monitor.